Event description:
Pt became acutely unresponsive and apneic at the end of a cryoablation procedure for atrial flutter at hospital. Pt was treated with oxygen by face mask, recovered in a few minutes, and was discharged.